Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 2 of 5 getting a "make sure hater bag is on heater tray" support message. The patient's caregiver noticed a drop of fluid leaking out from where the heater bag is connected with the heater bag line from the cassette/tubing set. The patient stopped the treatment and performed a stat drain. Follow-up with the patient's caregiver noted the patient reset up with all new supplies and completed treatment successfully. The patient did not experience any adverse events as a result of this incident. The cassette/tubing set in question had already been discarded.